Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report

Event description:
It was reported that the patient had a fractured implant.